Event description:
Pt was admitted 9/16, dx: renal calculus. Pt returned to floor from surgery following extracorporeal shock wave lithotripsy. Settings of #1 to #9 for 3,500 shocks. Pt complained of pain in lower back area. Investigation revealed sacral pressure burn injury, evidenced by reddened area with large blistered area.